Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose was 46 mg/dl at the time of incident. The current blood glucose level was unknown. The other relevant blood glucose level was 40 mg/dl, 45 mg/dl, 131 mg/dl, 44 mg/dl and 178 mg/dl. The customer treated with food for low blood glucose. The customer was alleging possible pump over delivery. The insulin pump was returned for analysis.

Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded or flush drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or verify possible over delivery and carelink due to motor error alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test.